Event description:
(B)(6) called in for her husband. Reading 50 points off from the doctor's meter. His average glucose reading from his a1c the meter should be reading lower than what the et meter was displaying. Tried to return the meter to the pharmacy, but they told her to call the company. Purchased the kit along with 6 vials of strips and 2 vials have been opened. Would like all 6 vials to be replaced along with the meter.